Manufacturer narrative:
No additional information was provided for this event.

Event description:
A customer contacted beckman coulter inc. Reported receiving four unicel dxi wash buffer cubetainers that were leaking. The customer did not report an affect to patients or end users in connection with this event. The customer is not questioning any results.